Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: visual inspection of the returned breathing circuit revealed two cracks along the expiratory limb of the breathing circuit; one of which was 10 cm long and 26 cm away from the elbow connector and the other was 13 cm long and 24 cm away from the patient end connector. Conclusion:we are unable to determine what caused the cracks on the expiratory limb of the complaint circuit, however this type of failure may occur due to a number of reasons, including the use of harsh cleaning chemicals on the breathing circuit or possible exposure to uv light. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a distributor that cracks were found on the expiratory limb of the rt380 adult dual heated evaqua2 breathing circuit after one day of use. It was further reported that circuit was setup on a ventilator but was not used on a patient until 2 months later. No patient consequence was reported.